Event description:
Additional information received reported that there was only one fractured lead, (B)(4). Both leads were replaced, however. Correction: impedances were measured (B)(6) 2009, not (B)(6) 2011.

Event description:
Telemetry strips from the device interrogation on (B)(6)-2009 showed impedance readings above 20,000 ohms on most electrode pairs including contact #0. Impedances were above 20,000 ohms on all electrode pairs including contact #8. Impedance was below 50 ohms on electrode pair 4 <(>&<)>13.

Manufacturer narrative:
Concomitant medical products - lead model 3778-45 lot# unk serial# (B)(4) implanted: (B)(6) 2008 explanted: (B)(6) 2009; lead model 3778-45 lot# unk serial# (B)(4) implanted: (B)(6) 2008 explanted: (B)(6) 2009; programmer model 37743 serial# (B)(4); extension model 3708140 serial# (B)(4) implanted: (B)(6) 2008; explanted: unk; extension model 3708140 serial# (B)(4) implanted: (B)(6) 2008 explanted: unk.

Event description:
It was reported that the patient experienced increased pain and the leads were fractured. Impedance readings taken on (B)(6) 2011 showed twelve of the electrodes with impedances >2000ohms. The leads were replaced (B)(6) 2009. The patient recovered without sequela.